Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier locked onto the tissue, could not be removed and tore the patient's bile duct. The patient needed interventions that this facility could not do, and the patient had to be transferred out. The patient's current condition is unknown at this time.

Manufacturer narrative:
Qn#(B)(4). The DHR for the alleged instrument was reviewed and found completely without any abnormalities noted. This instrument was produced at the tecomet, in. Kenosha facility as part of a 50pc. Lot in may of 2018. All of the instruments in this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized practice at this facility. This instrument was not returned for evaluation therefore we are unable to validate this complaint.

Event description:
It was reported that the applier locked onto the tissue, could not be removed and tore the patient's bile duct. The patient needed interventions that this facility could not do, and the patient had to be transferred out. The patient's current condition is unknown at this time.